Event description:
The clinician's rep stated that there was no pt impact. The clinician's rep stated that the surgeon used a 23 g hoffman/ahmed micro-scissors to cut an implanted iol. During the cutting process, the blades stuck together and would not function. One of two scissor blades fell off during the post surgery cleaning process when the cleaning tech tried to unstick the blades.

Manufacturer narrative:
The scissor was very clean with little or no residue/rust which indicated that the dfu cleaning instructions were followed. The distal end/edge of the cannula is deformed and rounded which indicates misuse. The micro-scissor is not designed to cut an implanted iol.